Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now warning. They reported this did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. Troubleshooting of the AED with the customer identified that the pads were expired, however it is not known if this contributed to the cause for the depleted battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.